Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited farfield oversensing. Upon review, technical services (ts) stated that during the atrial pacing, the device was correctly cross chamber blanking, and it was falling into the noise window. Due to this it was not marking but the device was sensing appropriately. Ts recommended chest x-ray and change the blanking. This device currently remains in service. No adverse patient effects were reported.